Manufacturer narrative:
Concomitant medical products: product ID 3625, implanted: 2014-(B)(6), product type screening device. Product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead, product ID neu_ptm_prog, product type programmer, patient.

Event description:
(B)(6) 2014: it was reported that the patient had a trial stimulation system placed on 2014-(B)(6). It was stated that the patient had first thought that there was a reprogramming issue, because ¿it¿s not working,¿ but later that morning the patient¿s dressing came off and it was thought that the leads had gotten ¿tugged on¿ and were no longer in the correct position. It was further stated that ¿it¿s really uncomfortable¿ and the patient had a headache. It was noted that the patient was going to have the system taken out on the monday following this report. It was further noted that the patient was worried that the implant site would get infected.

Event description:
It was reported the patient had greater than fifty percent symptom reduction with the trial. The patient was going to schedule appointment to discuss permanent implant. The patient's symptoms were still ongoing.